Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16121661/16226915/16227395. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 16139909/16204857.

Event description:
It was reported that patient underwent a spinal cord stimulator explant procedure where all devices were removed due to not getting enough pain relief. No further information was provided.